Event description:
Technical services received a call on (B)(6) 2012. Caller reported clinic noticed noise on this rv lead. Revision scheduled. Pocket opened and setscrew noted not to be fully tightened. Dr. (B)(6) at (B)(6) hospital in (B)(6) tightened the setscrew and the lead is still being used. No reported adverse patient events due to the noise. No noted pacing inhibition 2 seconds. Patient is not dependent. Lead was implanted (B)(6) 2002. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).